Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused ent cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 21, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, ent cancer that are related CPAP device's sound abatement foam. The patient alleged that reporting event of ent cancer was reviewd by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. During secondary findings, the manufacturer observed that minor unknown contamination on and around the iso port. An unknown brown coloured contamination and fibrous contamination on the top enclosure, under the right-side accessory door. An unknown dark grey contamination at the air inlet of the blower box at the filter location. A light grey non-uniform film of unknown contamination throughout the inside of the enclosure. This light grey film can be smudged. A fine white powder type of contamination on the interior and exterior of the blower box. A black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer also observed fine white dust like contamination on the top and bottom of blower motor and on the inner rim of the blower motor air intake and hair-like fibrous contamination on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. An operational testing showed that the unit powered up and provided air flow. No unusual noise or odor was observed during operational testing. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contaminants. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and unable to address the patient's symptoms. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Sections d9, g3, h2, h3, h6 has been updated in this report.